Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 29 aug 2016. Date of follow-up report: 28 sep 2016. The device was returned and the investigation found no fault with the rf assure console. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device had an out of box failure. Further information provided on (B)(6) 2016 revealed that the rf assure console was showing a detection in the absence of an rf tag when initially set up in the operating room. This occurred during a patient scan. No patient injury occurred. Another rf assure console was used to complete the scan.